Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the scheduled follow-up was performed and the ra lead appeared stable. The physician elected to continue monitoring the system.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement on the right atrial (ra) channel. The out of range measurement caused a switch from bipolar to unipolar mode. The patient experienced muscle stimulation with the unipolar pacing and therefore the system was programmed back to bipolar. The patient is not dependent on ra pacing and a follow-up has been scheduled to re-assess the system. The ra lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.